Manufacturer narrative:
D4. Primary UDI number: (B)(4). D9. Date returned to mfg: 03-oct-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing performed. The reported issue was reproduced. The cause is that the airway pressure cycle detection level is outside the standard. The cycle detection level was adjusted to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the low circuit pressure alarms when it reaches 20 cm. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.